Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an open inguinal hernia repair, the needle broke in the area where it is held, so the suture remained attached to the thread-needle unio9n and the rest of the needle fell into the patient cavity. They needed to x-ray the patient in order to locate the needle. In order to correct the issue, a 0 caliber ethicon suture was used. The last known patient status was okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one needle and one suture. One needle was received broken at the tip. Under magnification, instrument marks were observed at the swage of the needle adjacent to the break site. No other abnormalities were noted during product evaluation. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.